Event description:
Customer stated that the meter is not registering right. A review of the system was conducted over the phone. The review indicated that segments are missing in the 100s position of the display. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.